Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort. The physician moved the pocket higher off the beltline. The patient is reportedly doing well following the procedure.